Event description:
This procedure was part of a clinical study in (B)(6). The index procedure was performed (B)(6), 2014. The patient was discharged (B)(6), 2014 with right abi at 0.56 and left abi at 1.06. By ultrasound examination, doctor confirmed there was no stenosis of the treated lesion. At the 30 day follow up ((B)(6), 2014) the right abi was 0.56 and the left abi was 1.00. Again, by ultrasound examination, the doctor confirmed there was no stenosis of treated lesion. On (B)(6) 2015 the patient was examined for the 180 day follow up. Right abi was 1.06 and left abi 0.50. By ultrasound examination, the doctor determined retreatment was needed because there was restenosis of the treated lesion and the subject experienced intermittent claudication. On (B)(6) 2015 the subject was admitted to the hospital for screening examination of retreatment. A stent was placed in the without issue and the procedure was finished. On (B)(6), 2015 the patient¿s right abi was 1.08 and the left abi was a1.01. Because the subject did not have intermittent claudication and was in good condition after the procedure, the doctor determined the ae was resolved.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Addtional correction.